Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the battery compartment was cracked below the finger pad down to the primary seal. There was no power loss observed. Unrelated to the battery compartment issue, investigation also revealed that the bolus button cover and plug were detached from the pump, exposing the internal contact. There was debris observed on the internal components of the bolus button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).